Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was noted that the personal diabetes manager (pdm) would not turn on anymore even when charged. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized at (B)(6) hospital due to diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 478 mg/dl with ketones of 6.2. It was noted that the personal diabetes manager (pdm) would not turn on anymore even when charged. Symptoms reported include hyperglycemia, pain in stomach, sickness, weakness, vomiting, and difficulties standing. At the hospital, the patient was treated with potassium, insulin, and fluids via injection. The patient was discharged the following day.